Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing a vascular procedure, which was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the images on the screen stopped updating. A review of the log file showed an issue of frozen images, confirming the reported problem. Upon troubleshooting, to resolve the issue, the fse instructed staff to delete patient data to free up space on the hard drive, which had only 12% available, and rebooted all systems. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cds/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating hard drive space was low, preventing imaging and forcing a shut down. No harm was reported to philips. Philips has started an investigation of this complaint.